Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reported receiving false positive results with eight individuals. This report is to document the false positive result for individual 4. Individual received a false positive result on (B)(6) 2021 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot number 11146f, reader sn (B)(6) ). Customer states all of the individuals were part of routine screening, had no symptoms and were recently boosted (about a month ago). All individuals have remained symptomatic and half of them retested negative on a different platform. No further information provided regarding this false positive result.